Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: observed opening assessed as surgical damage. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d3, d4, d9, h3, h4, h6.

Event description:
Physician reported left side capsular contracture baker grade unknown. Physician later reported "grade 4 contractures". The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:capsular contracture baker grade unknown.

Event description:
Physician reported left side capsular contracture baker grade unknown. Device remains implanted.

Event description:
Physician later reported "grade 4 contractures". Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 2/22/2024.

Event description:
Physician reported left side capsular contracture baker grade unknown. Physician later reported "grade 4 contractures". Device explanted.